Event description:
It was reported by the customer that this event involved a right subclavian vein insertion. On (B) (6) 2010, in the intensive care unit, the spring wire guide (swg) broke during a catheter exchange. The metallic portion remained in the right subclavian vein and superior cava vein. A surgical exploration of the catheter has been performed and intravascular removal will be performed if applicable. Additional information was received on 02/22/2010, which stated that during the catheter exchange, the new swg unraveled and became broke during its withdrawal. A portion of the swg is still in the patient's body because the pt can not be transported to surgery. There is no risk of swg migration after radiography, scanner and surgical advice. The retained swg must be surgically removed when the patient is better. The catheter is not responsible for the patient's bad condition. As a result, a new catheter has been successfully used in the femoral site.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.